Event description:
The customer reported to olympus that during a diagnostic endoscopy procedure, the gastrointestinal videoscope had air/water issues, the water that cleans the camera did not work. The procedure was completed using a similar device. There was no delay reported. There was no report of patient harm. The device was returned for evaluation. During evaluation the following reportable malfunction was found: nozzle clogged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was not identified but was likely caused by insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from biopsy channel. However, a definitive root cause cannot be identified. The events can be detected and and prevented in accordance with the following sections of instructions for instructions for use: the instructions for use (IFU) states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) the device evaluation found that the customers reported air/water issues confirmed foreign material clogged in the nozzle but could not identify the material. Additionally, service found defects of the camera cover, deep dents on the plastic distal end cover, the adhesive on the bending section cover was cracked and discolored, old glue on objective lens, a leakage from the biopsy channel with tear marks inside used borescope, scratches on the scope connector, the bending angle was out of specification, and there was play in the control knob. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay in the start of pre-cleaning. There was no time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. Olympus will continue to monitor the field performance of this device.